Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a "severe episode" of a low blood glucose (bg) level. A specific bg value was not provided. The clinical diabetes specialist (cds) alleged the customer entered in too many carbohydrates for pizza consumed. The cds adjusted the customer's correction factor and recommended customer turn on exercise mode during workdays in attempt resolve the issue. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, a response from the customer was not received.